Event description:
Reporting status: malfunction. Reporting rationale: foreign material. It was reported that after the balloon dilatation catheter was removed from the pt, a piece of white colored debris, about three inches long was dangling from the shaft. The piece of debris was removed. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with no blood visible. There was contrast in and on the balloon, in the inflation lumen and on the distal shaft. The balloon was loosely folded. The distal end of the balloon was wrinkled. There was a piece of foreign material returned in a plastic bag for a length of 10 cm. The foreign material returned appears to be fiber. There was no other damage noted to the bdc. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.